Manufacturer narrative:
The investigation is ongoing. Once additional information is obtained a supplemental report will be issued.

Event description:
Lenstec received an email stating "postoperative uveitis with anterior chamber exudation occurred."